Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the pad of the impactor instrument fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h11. Visual examination of the returned product identified signs of use (gouges, impact marks) and confirming complaint is fractured, not all pieces returned. Returned product is visually conforming to the photographs provided in the complaint. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies related to the reported event were found.

Event description:
No further event information at time of this report.